Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain [pain]. Swelling [swelling]. Case description: spontaneous report was received on 08/02/2012 from a physician regarding a patient (age, gender and initials not provided). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20), dosage regimen not provided. The lot number for synvisc one was not provided. On unspecified dates, the patient experienced pain and swelling which required aspiration and corticosteroid (unspecified) injections. The action taken with synvisc one was not provided. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc one and both the events. The qa (quality assurance) investigation results were received on 08/08/2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of the 8 reports of pain and swelling reported by the same reporter. The total list of cases from this reporter is (B)(4). Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.